Manufacturer narrative:
(B)(4). Currently it is unknown whether or not the device may have caused or contributed to the event as no product has been returned. No conclusion can be drawn at this time. We therefore consider this report complete to the best of our knowledge.

Event description:
The customer's mother reported via phone call that the reservoir contained air bubbles that they could not remove. The customer's mother reported that the infusion set was painful for the customer to wear and did not stick long enough. Blood glucose level at the time of the incident was above 430 mg/dl, which was treated with a bolus. The customer's mother was advised that the infusion set would be replaced but did not return the products for analysis.